Event description:
Senseonics was made aware of an incident where user reported that he has been at the hospital since (B)(6) 2025.the user declined to provide more details on the reason of the hospitalization and only confirmed that it wasn't related to his diabetes.

Manufacturer narrative:
The user reported that he has been at the hospital since (B)(6) 2025. The user declined to provide more details on the reason of the hospitalization and only confirmed that it wasn't related to his diabetes.